Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "none reported" (no information). Product problem(s): "card reader error" (computer software issue); "error message given" (device displays error message). A technician reports receiving a message, '# of treatments on card "4" press any key to continue.' Laser would not respond when any key was pushed. The technician had to use the emergency card.